Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5071499) on (B)(6) 2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("bled continuously") and pregnancy with contraceptive device ("pregnant") in a female patient ((B)(6)) who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included recurrent abortion, cesarean section in 2010, in vitro fertilization and parity 3. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("multiple infection"), abdominal pain lower ("cramping"), depression ("severe depression") and dysuria ("problems with urination"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (essure removed on (B)(6) 2014)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, infection, abdominal pain lower, depression and dysuria outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's health. The reporter considered abdominal pain lower, depression, dysuria, genital haemorrhage, infection, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient mentioned a serious injury (hospitalization,other serious (important medical event) but did not specify it to one of the events. Patient was constant struggle after birth of another child, she opted for a hysterectomy at her first annual ob/gyn appointment after given birth. Company causality comment: incident, no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.